Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent loss of system functionality. There is no report of pt injury or death.